Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead showed high impedance and thresholds. The physician decided to implant the system on the patient's right side, which "had it's challenges." The rv lead was capped and replaced. The atrial lead was also capped and replaced due to the patient's anatomy. Another lead was also attempted, but not used due to the patient's anatomy. New leads were implanted successfully. No patient complications were reported as a result of this event.